Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that the doctor was final tightening the set screw and the threads came out of the 6.5 mm x 45 mm polyaxial screw long arm (slpl6545). He tried another locking cap and rest of threads came out so the slpl6545 was removed and replaced a slp6545 6.5 mm x 45 mm s-lok polyaxial screw. There was a 10 minute delay as a result, but no harm to patient.

Event description:
It was reported that the doctor was final tightening the set screw and the threads came out of the 6.5mm x 45mm polyaxial screw long arm (slpl6545). He tried another locking cap and rest of threads came out so the slpl6545 was removed and replaced a slp6545 6.5mm x 45mm s-lok polyaxial screw. There was a 10 minute delay as a result, but no harm to patient.

Manufacturer narrative:
Product evaluation - the root cause of the missing full thread on the slpl tulips has been attributed to the tooling off-set was not properly touched off after a tooling change for the 45 degree ID tool. The lack of zeroing the tool properly resulted in the visible reduction of the thread width and the loss of the square shape of the full thread. A health hazard evaluation was performed to assess the risk of the identified non-conformance. It was determined that there was a none/negligible health risk to the patient. Review of manufacturing history record found (B)(4) pieces of lot 10913ps were released for distribution on 1/9/2017 with no deviations or anomalies. Two-year complaint history review found this to be the only report for this lot. Further review did not identify a trend for reports of this nature for this part number.